Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a misaligned touchscreen after software upgrade was confirmed. The touchscreen required re-calibration after the version 6.33 software was reloaded. The system monitor now functions as intended. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 02oct2012. The system monitor shipped to the customer on 12nov2012. The unit was manufactured on 31aug2012. Heartmate ii power module instructions for use revision a states if the system monitor screen does not function properly, call thoratec¿s technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had a misaligned touchscreen. When touching the different tabs on the screen the system monitor did not respond appropriately. The customer tried upgrading the software on the system monitor to recalibrate the screen, but the system monitor would not bring up the software upgrade screen after touching the three corners of the system monitor. A repair was requested.